Event description:
It was reported that the 9600 system will not boot up. There was no report of patient injury

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded rev. 15 software. The system was tested and found to be working as intended and placed back into service.